Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and pain. Customer was hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer was hospitalized in the intensive care unit and was treated with insulin drip, IV fluids and pain medication. Customer was wearing insulin pump at the time of hospitalization. Customer reported that on date of hospitalization, blood glucose had dropped to 36 mg/dl and was treated with sugar tablet and food. Customer was experiencing keypad anomaly and was not able to troubleshoot due to the act button not responding.